Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle cannula broke off. The following information was provided by the initial reporter: the patient's clinic staff confirmed that the needle npe was broken for one product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-apr-2022. H.6. Investigation: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle cannula broke off. The following information was provided by the initial reporter : the patient's clinic staff confirmed that the needle npe was broken for one product.